Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs plus meter serial number (B)(4). The patient was tested with the meter and the result was 6.2 inr and displayed with a "c". The patient's blood was collected in a plastic syringe; the first 4 drops were expelled prior to applying blood to the test strip. A venous sample from the patient was tested within one minute of the first measurement on a second coaguchek xs plus meter (serial number (B)(4)), resulting as 3.5 inr. The remainder of the venous sample was sent to the laboratory for testing with an unknown method, resulting as 3.77 inr. One test strip vial was used for both meter measurements. No adverse events were alleged. The patient was not treated and did not have any changes in medication based on the meter result. Medical decisions for the patient were made based on the laboratory result. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is tested once per week. The patient's hematocrit was above 25%. The patient does not have antiphospholipid antibodies and does not have symptoms of bleeding or bruising. The patient does not use any other anticoagulants. The patient does not have any changes in diet and does not have any special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 186866-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed within specifications. The customer's meter and test strips were provided for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.5 inr, donor 1 hct: 48%, donor 2 hct: 46%, testing results: donor #1: master lot: 2.8 inr, customer strip and meter: 2.7 inr. Donor #2: master lot: 2.6 inr, customer strip and meter: 2.7 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results. Results shown with "c" mean that the applied specimen was detected as control solution. Inr results shown with "c" may occur if the hematocrit value is very low or if blood collection is faulty (contamination of the sample with sweat, lymph, water, alcohol etc.).